Event description:
It was reported that (1) device was used during a colon procedure. It was reported by the affiliate that the tl60 instrument staples did not close. Another instrument was used to complete the case. There was no consequence to the patient.